Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of pain. Update rec'd 9/19/2014 - litigation alleges the patient suffers from pain. Update 21 aug 2018 (B)(4) has been re-opened due to receipt of ppf and medical records. In addition to what previously alleged, ppf alleged elevated metal ions. After review of medical records, no revision notes reported. Doi: (B)(6) 2003. Dor: (B)(6) 2013; left hip.